Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in operating room for normal eri device change-out, high pacing lead impedance and loss of capture in bipolar configuration was observed. Externalized conductors were noted. The lead was connected to the new device and programming changes were made. The patient was stable throughout the procedure and will continue to be monitored.